Event description:
Customer reported via phone call that the blood glucose reading is 166 mg/dl. Customer states that there is a keypad anomaly. The blood glucose reading is 166 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. The insulin pump was received with intermittent escape and act button response due to corroded keypad traces. The insulin pump was received with normal operating currents. No damage was noted to the isolation tape. The insulin pump was monitored for several days and no off no power alarms occurred. The insulin pump passed the self test with no alarm. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, cracked casing at the display window corner, minor scratches on the display window and a scratched reservoir tube window.